Event description:
It was reported that this brady lead was a case of an attempted implant in the deep septal area due to screw was unable to retract and broken off leaving in the heart attached to myocardium. This brady lead was replaced with the same model, not implanted, and the other part was returned for analysis. No additional adverse patient effects were reported.